Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The down arrow keypad button was found to be intermittently responsive during testing and required multiple button presses with increased force to elicit a response. The up arrow, ok, and contrast keypad buttons responded appropriately. During investigation, evidence of contamination was found under all of the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.